Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the needle piece retained in the patient? If yes, please explain how was the needle retrieved from the patient? Was any delay in the surgery? If yes, please explain if there any unexpected outcomes or complications. Was there any adverse consequence associated with the patient? Please provide procedure name and date. A manufacturing record evaluation was performed for the finished device lot (B)(4), and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle and the needle broke when sewing for trauma. Changed another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please provide procedure name and date-----debridement and suture of trauma on (B)(6) 2020. The following information was requested, but unavailable: is the needle piece retained in the patient? If yes, please explain how was the needle retrieved from the patient? Was any delay in the surgery? If yes, please explain if there any unexpected outcomes or complications was there any adverse consequence associated with the patient?